Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: launcher. Other: intravascular ultrasound (ivus). (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat concentric lesions in the left main and proximal left anterior descending coronary arteries with mild tortuosity, moderate calcification and 75% stenosed. A non abbott guide wire was inserted into the left anterior descending (lad) artery. The 190 cm ht balance middleweight (bmw) elite ii was advanced into the circumflex artery and the artery was checked with intravascular ultra sound (ivus). Upon removal, resistance was felt between the ht bmw elite ii and the ivus catheter as they were being removed together, as one unit, and it was observed that the ht bmw elite ii became bent at about 15 cm from the distal end. Another ht bmw elite ii was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.